Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 450 mg/dl. The patient has been treating via manual insulin injection. His blood glucose was 200 mg/dl at the time of call. During troubleshooting the insulin pump was unable to prime; the device kept alarming no delivery. The insulin pump was returned for analysis.